Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that the adapter has a loose connection when the pd transfer set became undone. At the time of the problem it was reported by the customer had another issue with a minicap extended life pd transfer set with twist clamp- extra short coming off. The patient required a new set and antibiotics. The customer believes this issue could have potentially caused harm to the patient as his dialysis fluid leaked out and he required antibiotics as he was at risk of infection. No patient injury reported.

Manufacturer narrative:
This complaint was investigated, but no sample was returned and the lot number information was not provided. A device history record (DHR) review could not be performed, since the lot number information is unknown. If the device is returned in the future, this complaint will be re-opened for further investigation. Since the adapter or pd catheter were not returned it is not possible to confirm the reported issue that the adapter had a loose connection. It should be noted that in-process controls (material traceability, visual inspection and volume testing) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.